Manufacturer narrative:
Additional information was received indicating that the failure was due to biomed at the customer site not turning the battery on after placing the battery into the aic. The controller is now functioning normally after the battery on button was activated. The controller will not be returned for evaluation.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1(is product problem). Not available because console ic12888 was not returned.

Event description:
An impella rp flex device was inserted via the right internal jugular vein in a 69-year-old male patient following cardiothoracic surgery. The patient's clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. Patient comorbidities were not reported. During support, a battery failure alarm was generated on automated impella controller (aic). Upon alarm recognition, the clinical team transitioned the system to an alternative loaner controller and initiated priming on the replacement controller. There was no reported interruption in hemodynamic support during this transition. Following the procedure, evaluation of the reported controller revealed that the battery on/off switch had not been activated upon receipt of the loaner device from shipping. After activation of the battery switch, the controller powered on normally, with battery status indicating 100% health and no recurrence of battery-related alarms. No additional functional issues were identified during device evaluation. The aic was exchanged for a second controller without any observed impact on the patient's hemodynamic status. The patient was later noted to have expired. The death is conservatively being reported; however, it is not related to the aic and likely attributed to the patient's underlying critical clinical condition as they presented in society for cardiovascular angiography and interventions (scai) shock stage e.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.